Event description:
It was reported that the patient complained of chronic hip pain.

Manufacturer narrative:
A review of the device history records could not be performed as no lot information was provided. A complaint history review could not be performed as the device was not properly identified. The event was not confirmed. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown precision strata hip. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Event description:
It was reported that the patient complained of chronic hip pain.